Manufacturer narrative:
D10 concomitant products: unknown ligasur, unknown ligasure instrument (lot#: unknown), unknown ligasur, unknown ligasure instrument (lot#: unknown) fabio marino, rossella donghia. "Ligasure versus voyant hemorrhoidectomy: comparison of 30-day postoperative complications". 2026. 2026 edizioni minerva medica online version at https://www.minervamedica.it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study compared outcomes of hemorrhoidectomies in patients with grade 3 and 4 hemorrhoids between 2017 and 2023. Ligasure or a competitor device was used to seal and cut the hemorrhoid pedicle. Suture was placed on the pedicle stump to achieve greater hemostasis. There were 123 patients in the study with 61 in the ligasure group. Postoperative complications included hemorrhage and anal stenosis which were treated conservatively. Ligasure versus voyant hemorrhoidectomy: comparison of 30-day postoperative complications, (B)(6) surgery 2026 (B)(6).